Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the patient, and dilator removed, there was back-bleeding at the hemostatic valve. This was prior to catheter insertion into sheath. The sheath was exchanged to continue the case successfully. The valve where the catheter is inserted was back bleeding upon insertion of the sheath, prior to catheter being inserted. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. The valve was back bleeding prior to catheter insertion. Not a lot of blood was lost, the sheath was quickly replaced after realizing there was an issue. The new sheath inserted and worked as usual. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the patient, and dilator removed, there was back-bleeding at the hemostatic valve. This was prior to catheter insertion into sheath. The sheath was exchanged to continue the case successfully. The valve where the catheter is inserted was back bleeding upon insertion of the sheath, prior to catheter being inserted. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. The valve was back bleeding prior to catheter insertion. Not a lot of blood was lost, the sheath was quickly replaced after realizing there was an issue. The new sheath inserted and worked as usual. The device evaluation was completed on 06-aug-2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal actions were identified. An internal corrective action has been opened to investigate this failure mode. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-aug-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).